Manufacturer narrative:
The investigation determined the event was due to a maintenance and an adjustment-related issue.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results from several patient samples tested on the cobas 8000 c702 module. The initial results were not reported outside of the laboratory. The reporter was able to provide the following examples of discrepant results: on (B)(6) 2022: sample 1 - the initial result was 4.66 with a repeat result of 1.13. Sample 2 - the initial result was 4.05 with a repeat result of 1.02. Sample 3 - the initial result was 2.68 with a repeat result of 1.61. Sample 4 - the initial result was 4.05 with a repeat result of 1.02. On (B)(6) 2022: sample 5 - the initial result was 3.40 with a repeat result of 1.04. Sample 6 - the initial result was 3.20 with a repeat result of 0.99. Sample 7 - the initial result was 2.77 with a repeat result of 1.99. The unit of measurement was requested but not provided. The reagent lot number and the expiration date were requested but not provided.